Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter and the electrode ring seems lifted and has (biological) foreign material stuck underneath the electrode. There was biological material stuck on the distal part of the catheter electrode. The physician took this catheter out of the sheath safely. There was resistance felt when withdrawing the catheter. The catheter was exchanged and the procedure was completed with no patient consequence. Clarification was requested on the catheter condition and pictures were provided. They also stated that they did verify with the physician that the patient was still in good condition. The pictures provided have been reviewed and also indicate that the catheter tip spun, based on the observed twisted condition observed in the photo. Also electrode ring #1 seems to be lifted. The issue of spinning catheter is easily detectable by the user. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this issue was assessed as not reportable. We are taking a conservative approach and reporting this event as a malfunction since the electrode ring (from the photo) seems to be lifted and it had (biological) foreign material stuck underneath the electrode. It was confirmed that there were no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter. There was biological material stuck on the distal part of the catheter electrode. The physician took this catheter out of the sheath safely. There was resistance felt when withdrawing the catheter. The catheter was exchanged and the procedure was completed with no patient consequence. Clarification was requested on the catheter condition and pictures were provided. They also stated that they did verify with the physician that the patient was still in good condition. The pictures provided have been reviewed and also indicate that the catheter tip spun, based on the observed twisted condition observed in the photo. Also electrode ring #1 seems to be lifted. Upon receipt, the catheter was visually inspected and the spine cover was found bent and twisted. Further examination revealed that pu residues were found on the inner assembly and polyimide integrity was maintained. Continuing with the visual inspection ring #4 was found damaged with white foreign material underneath. A fourier transforms infrared spectroscopy (ft-ir) was performed in order to identify the type of foreign material under the rings; the results demonstrated that particle was mainly composed of polyethylene and a second compound correspond to the barium sulfate a radiopacifier material widely used in the medical device industry. The catheter outer diameters were measured and it was found within specifications. Catheter was introduced in an instructions for use (IFU) recommended sheath and no resistance was noticed. Further information received indicates that resistance was found while withdrawing the catheter. This might have contributed to the damages observed on the catheter; since the IFU indicates that excessive force has to be avoided to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the available analysis finding results, the twisted lasso, electrode damage and foreign particle does not appear to be caused by any internal biosense webster inc. Processes; since all the products are inspected to avoid visual damages and catheter outer diameters were found within specifications. In addition the resistance mentioned by the customer could be contributed to the complaint reported.

Manufacturer narrative:
The bwi failure analysis lab received a different product than what was reported. On february 14, 2016 a clarification was received stating that the product received was the correct product for this complaint. Therefore, the correct product information is the following: brand name: lasso 2515 nav variable catheter, u.s. Catalog #: ln122515ct, model #: d-1290-02-s, functional family: c3 nav variable lasso, product: 7fr lasso 2515 nav vari, 12p, FDA product code: drf, product type: catheters, lot #: 17200644l. Since the bwi failure analysis lab received the correct device for evaluation, the analysis has begun but is not completed at this time. The bwi failure analysis lab's visual inspection coincides with the 3500a initially reported. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on the event. There were 8.5f swartz braided transseptal guiding introducers sl series used in this procedure. There was no peculiarity in the anatomy of the patient. (B)(4).